Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient was diagnosed with bioprosthetic mitral valve regurgitation of his a 31mm bioprosthetic mitral valve that has been implanted for 14 years, seven (7) months. Surgical intervention was indicated, and will be addressed at a later time.

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
Edwards received information that this patient with a 31mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration 15 years and two (2) months due to severe mitral regurgitation and mitral stenosis. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. Post valve deployment, tee demonstrated excellent valve placement with just trivial mitral valve regurgitation due to the pre-existing surgical valve. There was no paravalvular leak. The patient tolerated the procedure well. The patient was deemed stable for discharge on pod #2.